Event description:
Per document from legal, patient underwent a shoulder surgery in 2008 and a stryker pain pump was placed for post operative pain. The patient alleges that sometime after surgery, he developed two cysts and had them removed. The patient now alleges he is disabled with pain and pressure in his left shoulder.

Manufacturer narrative:
The device was not returned for evaluation.